Event description:
It was reported that there was no stimulation sensation. The patient was implanted on the day prior to report. The morning of report the patient was not feeling any stimulation. The reporter stated that "it went off and they could not get it to come on." The reporter stated that stimulation was on and at 3.4 but the patient was not feeling stimulation. The reporter was using the programmer during the call and the stimulation was turned up to 4.7 but the patient was not feeling stimulation. Patient injury was reported. Later it was reported that the patient had a bad fall at 4 am on (B)(6) 2015 and a couple hours later it quit working. They tried to use the recharger and reported getting no boxes filled in. They tried to press the stimulation on button but the stimulation would not turn on. The reporter stated where they put it the patient could not just lay on it with the recharger so the reporter held it against her on (B)(6) 2015 so the patient could not be out of juice. The reporter got out the patient programmer and tried to synchronize and she got the poor communication screen.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).